Manufacturer narrative:
The patient weight was not provided. The referenced previous pump exchange was reported under medwatch MFR report #2916596-2014-02238. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 9.5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2015 due to pump thrombosis. The patient had reportedly presented with tea/coke colored urine, pump power elevations up to 10.8 watts, and a lactate dehydrogenase (ldh) level of 1477 u/l. The patient was treated as an inpatient with anticoagulation, but his ldh levels continued to rise up to a maximum of 1843 u/l. The patient's plasma free hemoglobin level reached 29 g/dl. It was reported that the patient had no known coagulopathy issue and his inr had been therapeutic prior to admission (target 2.0-2.5). The pump was reportedly operating as expected and there were no obvious signs of heart failure or vad dysfunction. However, considering the patient had previously experienced pump thrombosis and had a pump exchange, the decision was made by the medical staff to exchange the pump to another manufacturer's device on (B)(6) 2015.

Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of the returned device. Examination of the pump rotor revealed non-laminated depositions situated on and in between the blades of the rotor. Similar depositions were found in the outlet stator(proximal), situated in between the outlet bearing ball and the stator blades. The depositions were not adhered to the rotor, outlet bearing ball or stator blades, lacked denaturing and lacked lamination. Although their specific origins and a duration in which they were present in the pump could not be conclusively determined, the depositions did not appear to have originated from these locations. If present in the pump for an extended period of time, the depositions found in the pump would have contributed to the reported increase in the patient¿s lactate dehydrogenase levels. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A correlation between the device and the observed thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.